Event description:
Medical examiner reports a pt developed respiratory distress and brain injury following the administration of azmacort with an apparatus other than that provided by the MFR. Pt became comatose and died. Further info is expected.